Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv0964 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (recv0964) have been reported from the same facility.

Event description:
It was reported that PICC line unable to be removed at the bedside, PICC placed in the left basilic vein, resistance met after 10cms removed, bedside team attempted warm compresses, relaxation (walking, normal activities, etc), cxr confirmed tip in axila and no knots or loops in line, pt referred to ir, no harm to patient, line remained patent during entire dwell time, no cath flo, on flagel and solumedrol, no additional line needed. Line successfully removed in ir on the next day without any intervention, line appeared to have resistance initially but resolved. Dr. In special procedures removed line without complication or sedation. Ir referral unavailable until next day ¿ pt sent back home with line partially removed and dressed ¿ pt autistic and cooperative with bedside team during unsuccessful removal attempt but uncooperative with ir¿s successful removal, patient and parents expressed anxiety during timeframe. Account noted that pt removed approximately 5-6 cm of PICC at home 2 hour prior to scheduled removal procedure. No other information was provided.